Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated to (B)(6) 2024. D4 - primary UDI number : the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that 014 whisper guide wire tip became tangled with another unspecified guide wire during an unspecified balloon catheter was being removed. The whisper guide wire polymer coating peeled; however, remained on the device. Therefore, it was necessary to remove the entire system. It was noted that the guide had lost hydrophilicity. A new guide wire was used to complete the procedure. There was no adverse patient effects and clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that during advancement of the wire, it became entangled with an accessory device, resulting in the difficulty during advancement. Additionally, it was reported that the wire¿s polymer was observed to be peeling. It is likely that interaction with the accessory device during advancement contributed to the reported polymer peeling. Manipulation of the wire, during its interaction with the accessory device likely contributed to the reported deformation due to compressive stress. Damage to the wire and the polymer would impact its maneuverability, likely contributing to the difficulty encountered during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.